Event description:
Per clinical studies representative, this ICD was explanted. The physician was concerned with generator and erosion due to "protuberance of the generator." Additionally, the physician "elected to downgrade the defibrillator to a dual-chamber pacemaker since the patient's predominant problem is complete heart failure and he has significant cachexia and high risk for erosion of the defibrillator because it is a large device and the patient is emaciated." A stratos lv, (B)(4), was implanted instead. The hospital has retained this device. Should additional information become available, this event will be updated.

Manufacturer narrative:
This device was prophylactically removed.